Manufacturer narrative:
The user facility did not retain the cartridge for investigation. No lot number was identified. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from an htn on (B)(6) 2015 regarding a (B)(6) male patient who experienced a hypersensitivity like reaction during three (3) consecutive treatments. The htn instructed the patient to take 50mg of benadryl by mouth prior to treatment. Within 23 minutes the patient again experienced a hypersensitivity like reaction. The hcp intends to transition the patient to a different cartridge.